Event description:
Pt had a peg implanted in 2004. Six days later the pt had terrible pain for approximately 30 minutes. When the pt rose to go to the bathroom, the tube fell out onto the floor. Another tube was inserted on the following day. Pt's stomach was suctioned for 10 days, and had a "pick" line in arm to feed them. Doctor was concerned the pt might have a second hole in their stomach from the first peg. One pt involved.